Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable defibrillator cardioverter (ICD) due to the device battery has reached end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.